Event description:
The rdh was scaling the #18 tooth (2nd molar) on the lingual side of the patient's mouth with a big easy ultralite gracey 11/12 curette when the instrument tip broke and the patient swallowed the tip. The patient went to the emergency room where the emergency room dr used an endoscope to successfully remove the 5-6mm piece from the patient's stomach. The office reported the patient was doing fine in a follow up conversation. As of today, premier has been unable to get the instrument back for evaluation.